Manufacturer narrative:
Analysis found that the connector was lightly bent. The wave washers were worn. The wave washers have been replaced. The unit was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the interface was not working. There was no patient impact.